Event description:
It was reported that during testing, it was observed that the motor device was not working. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back in the connector which caused an e5 error and the motor to not work. Therefore, the reported condition was confirmed. It was determined that the electrical pin pushed back in the connector was a result of the connector body not being properly aligned with the console and trying to force it in. The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.